Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
Root cause: the shorted q18 and d6 on the power management pcba prevented the ventilator to power on.